Manufacturer narrative:
Findings: unit passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No power error 25 alarm noted during testing or in the formatted history file. Unit had high sleep current measurement, unexpected low batt alarm and replace battery now alarm noted in the formatted history file, problem isolated to the electronic assembly. Unit had minor scratched display window, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked retainer. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they their insulin pump had a battery issue. The customer¿s blood glucose was unknown. The customer states battery last less than a week. The insulin pump will be returned for analysis.